Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast reconstruction with a ce med height te 550cc tissue expander and experienced postoperative left-sided deflation. As a result, the patient underwent removal and replacement with an allergan breast implant on (B)(6) 2020.

Manufacturer narrative:
On 28-oct-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. H.4. Device manufactured date was updated from 7-nov-2019 to 4-nov-2019 according to the manufacturing record evaluation. Investigation summary: during visual evaluation of the device, the injection dome was found to be delaminated with leakage. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).